Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The customer could not remember his blood glucose. Troubleshooting occurred and insulin did not exit from the tubing. Insulin also did not exit with the plunger push method. No additional information provided.